Event description:
The hospital staff attempted to administer a shock to patient (patient details not reported) using the device. The defibrallator allegedly failed to charge. A backup defibraillator was made available and used. The patient was resuscitated.